Event description:
It was reported that stent material deformation occurred. The target lesion was located in the arteriae lower extremis. A 5 x 120 x 130 innova stent was selected for lower limb balloon dilatation stent implantation. However, after implantation, when the stent was deployed into the blood vessel, it contracted by nearly 50%. Another 5 x 120 x 130 innova stent was used to complete the procedure. No complications reported, and patient was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the sheath is kinked at the nosecone. Microscopic examination revealed no additional damages. The stent is still inside the sheath and does not appear to have been attempted to be deployed. The stent measures approximately 12cm. There were no other damage or irregularities. Product analysis could not confirm the stent profile problem.

Event description:
It was reported that stent material deformation occurred. The target lesion was located in the arteriae lower extremis. A 5 x 120 x 130 innova stent was selected for lower limb balloon dilatation stent implantation. However, after implantation, when the stent was deployed into the blood vessel, it contracted by nearly 50%. Another 5 x 120 x 130 innova stent was used to complete the procedure. No complications reported, and patient was stable.